Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address alval/soft tissue reaction, pain, metallosis and elevated metal ions.

Manufacturer narrative:
Asr revision, asr xl, left, reason(s) for revision: alval / soft tissue reaction / metallosis / pain / serum cobalt, chromium. Com marked as legal - (B)(4). Update - alert date (B)(6) 2016. Stem lot number received, added stem product code, lot number, brand/common name, manufacturing facility, manufacture/expiry date, product/construct type. Update alert date 15th august 2016. Attached legal letter, added patient name, initials, gender and date of birth, added additional surgeon and additional hospital. Taken from legal letter dated 15th august 2016. Update sep 12, 2017: asr claim letter received. There is no new information added that changes the MDR decision. This complaint was updated on: oct 13, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.